Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
Pt reported all of the buttons on her infusion device are completely worn. Pt stated the buttons on the infusion device work regularly. Pt reported some days ago the infusion devices accidentally knocked against a sink and afterwards the infusion device gave an error messaged indicating anomalies of running. Pt stated she noticed that the infusion device didn't deliver the insulin basal profile regularly any more. Pt is currently using her backup infusion device. No further info is available. No physiological effects were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.